Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient a sudden loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.